Event description:
The customer reported that the reservoir leaks past the o-rings. The customer stated when he removed the plunger from the reservoir, the insulin began to leak. Troubleshooting was performed. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.